Event description:
This patient in 1977 had bilateral breast augmentation using gel filled 225cc implants. The patient began having symptoms in 1987. She suffered a miscarriage, fatigue, upper left shoulder and back pain, and has numbness and weakness in the left arm at times. She also has night sweats. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. Left implant with small tears. The right implant had small tears and there was a larger tear made while removing two velcro patches.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.